Event description:
Caller reported a malfunction on pump without any notable events occurring beforehand. Impact on customer¿s blood glucose level was unknown as the caller declined to provide information on whether the level exceeded 500 mg/dl. Cts decided to replace the pump as a resolution.